Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient experienced syncopal episodes. A further evaluation was then performed which found that there was oversensed myopotential noise which resulted in pauses up to 8 seconds. In addition, this pacemaker had varying pace impedances on the right ventricular (rv) lead. In march, the pace impedances gradually increased until a lead safety switch was triggered as values reached greater than 2000 ohms. After the switch, the values dropped to around 300 ohms. A lead issue was suspected, but no testing was performed to confirm it as the patient was symptomatic. This pacemaker and the rv lead were then replaced. The rv lead was a competitor's product. There were no additional adverse patient effects reported.